Manufacturer narrative:
(B)(6). Manufacturing date: june 23, 2017 - june 26, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured when being filled with about 60ml of an unknown solution. There was no patient involvement. No additional information is available.